Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer ate too many carbohydrates before bed and woke up with an elevated blood glucose (bg) level of 270 (mg/dl). A bolus via the pump was delivered to address bg level. The customer stated their bg level had lowered to 150 (mg/dl) at the time of the report. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.